Manufacturer narrative:
Date of event: (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the v60 ventilator battery could not hold charge. Customer reported that there was no patient involvement.